Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan (lfs) (B)(4) alleging that a one touch ultramini meter read inaccurately high compared to another meter. The patient reported blood glucose results of "17.2 mmol/l" with a lifescan meter and "6.4 mmol/l" on another meter, performed within 30 minutes of each other. At this time, it is unknown if there was any intervention between the tests that would be expected to change the blood glucose. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient indicated that the alleged issue started on (B)(6) 2012, at an unspecified time during the morning. Due to the alleged issue, the patient claimed that she had a doctor's office visit on (B)(6) 2012, and her blood glucose (bg) was tested on an unspecified doctor/clinic meter. The lfs representative involved in this contact noted that the result was less than or equal to "40 mg/dl or 2.2 mmol/l." The actual result obtained in the doctor's office was not provided. However, the patient denied that she developed any symptoms because of the alleged issue. She also did not report receiving any medical treatment related to hypoglycemia during the time of concern. The patient did not have the subject meter and test strips during the contact with lfs. Therefore, troubleshooting was not completed and the serial # of the meter was not provided. Multiple attempts by lfs to contact the patient for follow-up information have been unsuccessful at this time. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she received a low bg result suggestive of severe hypoglycemia on a doctor/clinic meter after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.